Event description:
Poly constrained liner has luxated and was removed.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed through clinician review and product evaluation. Method & results: -device evaluation and results: visual inspection of the returned device indicates the constraint liner had extensive damage. There is damage present on the rim of the liner that is consistent with delamination and material loss. The metal ring is also deformed. The uhr head component has disassembled from the outer poly shell of the constrained liner. Scratches are visible on the outer metal surface of the head consistent with explantation and/or damage from the disassembly in the patient. -clinician review: a review of medical records with a clinical consultant indicated " conclusion/assessment: no medical records were provided for review. A series of x-rays show a dislocation of a tha from a constrained cemented all polyethylene liner. Event confirmation: a dislocation can be confirmed from a constrained liner. A second dislocation cannot be confirmed. Removal of the liners cannot be confirmed. Root cause: a root cause for the dislocation cannot be ascertained without additional medical records." -device history review: a review of the device history records could not be performed as lot code information was unknown. -complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusion: visual inspection of the returned device indicates the constraint liner had extensive damage. There is damage present on the rim of the liner that is consistent with delamination and material loss. The metal ring is also deformed. The uhr head component has disassembled from the outer poly shell of the constrained liner. Scratches are visible on the outer metal surface of the head consistent with explantation and/or damage from the disassembly in the patient. A review of medical records with a clinical consultant indicated " conclusion/assessment: no medical records were provided for review. A series of x-rays show a dislocation of a tha from a constrained cemented all polyethylene liner. Event confirmation: a dislocation can be confirmed from a constrained liner. A second dislocation cannot be confirmed. Removal of the liners cannot be confirmed. Root cause: a root cause for the dislocation cannot be ascertained without additional medical records." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Poly constrained liner has luxated and was removed.